Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: 010084068210394721sm720420026wa11201014 legal manufacturer: hcs madison - (B)(6).